Event description:
A radial jaw 3 single-use biopsy forceps device was used during a biopsy procedure in 2008. According to the complainant, while introducing the forceps into the entry of the gastroscope, the forceps got stuck at the y port of the working channel; as a result, the device was difficult to remove from the scope. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed. The cause of the reported malfunction is undetermined.